Event description:
It was reported the patient received an inappropriate shock for a supraventricular tachycardia (svt). The shock that was delivered did not rescue the patient, the delivered energy was 0.9 joules, and the svt self terminated shortly after the shock attempt. Also, the right ventricular (rv) lead high voltage (hv) and superior vena cava (svc) defibrillation coil impedances have both been greater than 200 ohms for some time. The rv lead was explanted from the right side and a new lead will be implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was fractured, the defibrillation coil was distorted, several conductors were distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed) and there was blood/body fluid on the outer tubing overlay. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance and patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011. Weekly high voltage (hv)-lead impedance trend data shows an abrupt increase for min and max defib and min and max (superior vena cava) svc defib impedance = 76 to 13968 ohms peak between (B)(6) 2011.